Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately eight (8) months billowing of the fabric on the distal main body with no leak or sac growth identified by a computerized tomography (CT). The patient will continue to be monitored. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical assessment, clinical was able to find substantial evidence to support that this is no device failure; no endoleak is present, no sac growth and no patient harm. The fabric is billowing as it is designed to. Therefore a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Event description:
Additional information: at the completion of the clinical assessment, clinical was able to find substantial evidence to support that this is no device failure; no endoleak is present, no sac growth and no patient harm. The fabric is billowing as it is designed too. Therefore a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.